Event description:
(B)(6) is a (B)(6) female, who underwent bilateral augmentation 10 yrs ago in (B)(6) with a textured silicone gel based implant. She noticed leaking fluid from the left implant. This area was biopsied along with sentinel node of an area of lymphadenopathy at (B)(6). This proved that she had bia - alcl. She was treated with neoadjuvant chemotherapy. We then took her to the operating room at (B)(6) medical school for removal of implants and capsulectomy. Implants were removed: slimmed 285 textured round implant. Right (B)(4), left (B)(4). Slimmed br.